Event description:
The customer reports that the system failed to boot or display an image on the right monitor. The problem occurred when booting the system up for a case. The system was removed and replaced by another 6800 system. No pt injury was reported.